Event description:
It was reported that the pt was connected when priming and the complete reservoir was emptied in the pt. The customer was hospitalized due to low blood sugar. It was reported that the pump does not reach the fixed prime menu. It pushes the reservoir empty and the numbers on the screen do not appear when priming. The pump was not dropped, bumped, or exposed to water.